Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced a vaginal wound dehiscence, suspected rectovaginal fistula, urinary retention, vaginal hematoma and vaginal abscess treated with evacuation of hematoma and abscess, culture of abscess, rectovaginal fistula repair, posterior repair and repair of vaginal wound, urethral sling loosening/revision, and cystoscopy with indigo carmine under general anesthesia.